Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent low blood glucose (bg) levels (approximately 55-58 mg/dl). The customer consumed carbohydrates to address the low bg. The customer stated that the low bgs were due to keeping a tight control of the bg, hormones and/or exercise. Tandem technical support advised the customer to discuss the events with a healthcare provider.